Manufacturer narrative:
The reported device is expected to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported a patient issue associated with a 8f low profile plastic vortex port detached poly catheter filled sh valved introducer. Three weeks following port placement, the port eroded through the patient's skin in a manner that, according to the reporter, is not expected with port placement. The patient is said to be of good health and does not have thin skin. The medical team believes that the port's shape contributed to this event. It was noted that the port had been secured with "2-0 prolene." Good faith efforts are being performed in an attempt to obtain additional details.

Manufacturer narrative:
The customer's reported complaint description of port eroded through the patient's skin cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the packaging/assembly shr lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu) item number 14600340-01 that is provided in the reported kit contains the following directions and precautions: contraindications · presence of infection, bacteremia, or septicemia. · past irradiation of prospective insertion site. · local tissue factors to prevent proper device stabilization and/or access. · anatomy is insufficient to accommodate size of the port or the catheter. · demonstrated intolerance for an implanted device. Warnings: · if local pain, swelling or signs of extravasation are noted, the injection should be stopped immediately as patient injury may occur · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, fibrin formation, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure and patient injury may occur · contamination of the device may lead to injury, illness or death of the patient. Precautions · carefully read and follow all instructions prior to use. · assure tight connection between port body and catheter. · prior to any treatment palpate correct position of the port body and assure no signs or symptoms of port site irritation or infection exist. Potential complications: · catheter or port erosion through skin/vessel. · drug extravasation. · inflammation. · infection. · implant rejection. · implant rotation or extrusion. · implantation site necrosis or scarring of skin over implant area, · necrosis or scarring over skin implant area. Implantation preparation: select site for port placement: note: port pocket site selection should allow for port placement in an anatomic area that provides good port stability, does not interfere with patient mobility, create pressure points, or interfere with clothing. Consider the amount of cutaneous tissue over the port septum as excessive tissue will make access difficult. Conversely, too thin a tissue layer may lead to port erosion. A tissue thickness of 0.5 cm to 2 cm is appropriate. Position port and close incision site: 1. Place the port in the subcutaneous pocket away from the incision line. 2. Verify correct tip position using fluoroscopy or other appropriate technology. 3. Access the port with a non-coring needle and assess patency. Conduct flow studies on the catheter using a non-coring needle and a syringe to confirm that the flow is not obstructed, that no leak exists, and that the catheter is correctly positioned. 4. Aspirate to confirm the ability to draw blood. 5. Secure to the underlying fascia using one non-absorbable, monofilament suture per suture hole. 6. Close the incision site(s). A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).